Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and high capture thresholds. It was also noted that a lead fracture was suspected, and a lead replacement was to be scheduled. Technical services (ts) discussed possible reprogramming options and recommended urgent replacement. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and high capture thresholds. It was also noted that a lead fracture was suspected, and a lead replacement was to be scheduled. Technical services (ts) discussed possible reprogramming options and recommended urgent replacement. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects.